Event description:
The customer observed false nonreactive alinity I syphilis tp results on a 51-year-old male patient with uremia. The physician requested for tppa testing which generated a positive result. The patient had no history of syphilis contact. The following data was provided: initial result = 0.92 s/co (nonreactive); repeat result =0.96 s/co (nonreactive). Tppa result = positive. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p60-74 (alinity I syphilis tp) that has a similar product distributed in the us, list number 07p60-21 / -31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I syphilis tp results on a 51-year-old male patient with uremia. The physician requested for tppa testing which generated a positive result. The patient had no history of syphilis contact. The following data was provided: initial result = 0.92 s/co (nonreactive); repeat result =0.96 s/co (nonreactive) tppa result = positive no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. An in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 50281be01 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. An in-house testing of retained reagent kits of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, indicating that the lot generates the expected results. Based on this investigation, no systemic issue or deficiency was identified for the alinity I syphilis tp reagent, lot number 50281be01.the following sections have been corrected to reflect the current contact nicole jenne, wiesbaden, deu: g1-contact office first name g1-contact office last name g1-contact office address 1 g1-contact office city g1-contact office postal code g1-contact office country g1-contact office phone number g1-contact office email g1-contact office fax number.